Manufacturer narrative:
The technician found the drive was worn and there was grease on the drive. The technician degrease the hi/low drive brake assembly to repair the bed.

Event description:
Info received indicates the hi/low drive brake is drifting down.